Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully reset the pump, load the cartridge, and resume insulin therapy, resolving the issue.